Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. The left ventricular (lv) lead was repositioned and an additional capped lv lead was placed in order to "wedge" the original lead in its optimal position. The lv lead remains in use. No further patient complications have been reported as a result of this event.